Manufacturer narrative:
A field service engineer was dispatched on 6/3/2016. The fse reported the diaphragm screw became loose on the locking pressure pump. The fse inspected the pressure pump, retighted and primed the pump. The g8 analyzer was functioning as intended with all issues cleared. No further action required by fse. The most probable cause of the reported event was the pump unit, the diaphragm became loose. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported a grad (gradent ) sensor error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.